Manufacturer narrative:
Updated h.6 intra procedural fluoroscopic images were provided for review. Patient¿s executive summary was provided for anatomical review. Patient¿s annulus perimeter measured 88.2mm with a perimeter derived diameter of 28mm suggesting a 34mm evolut. It is known that the patient had a bicuspid aortic valve, and the ascending aorta diameter of 32.4 x 33.3mm. Fluoroscopy valve load inspection was not provided for review. A pre balloon aortic valvuloplasty was performed prior to the valve implant attempt. The evidence supports that at least two recaptures were performed. During deployment, there was no evidence of an aortic dissection during the first and second deployment attempts. During the third deployment attempt, an aortic dissection is seen on angiogram originating from the sinotubular junction . Further attempts to deploy the valve were aborted and it was reported that the patient was converted to surgery. As stated in the instructions for use (IFU), potential risks associated with the implantation of the evolut fx bioprosthesis may include, but are not limited to, the following: cardiovascular injury (including rupture, perforation, tissue erosion, or dissection of vessels, ascending aorta trauma, ventricle, myocardium, or valvular structures that may require intervention). Emergent surgical or transcatheter intervention (for example, coronary artery bypass, heart valve replacement, valve explant, percutaneous coronary intervention [pci], balloon valvuloplasty). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: d-evprop34 (lot: 0011859931), product type: 0195-heart valves. Other medical products in use during the event include: product ID: l-evprop34, product lot/serial number: (B)(6), product type: compression loading system (cls). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, when the valve was at approximately 50% deployment, the valve dislodged. The physician recaptured the valve and attempted deployment again. Once 80% deployment was reached, an aortography was performed. The team noticed that a dissection of the ascending aorta occurred, caused by the inflow of the valve scratching the vessel during the first deployment attempt. The dissection was from the sinotubular junction (stj) to the innominate artery. The valve was removed, and the patient received surgical intervention. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which reported that the patient had a type 1 bicuspid valve with calcium present. A pre implant balloon aortic valvuloplasty (bav) took place.